Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 96 mg/dl at the time of the incident. Customer stated the device was dropped from 2 feet onto a tile floor. The drive support cap¿s was normal, and did not press the cap while connected. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty fsr(gold). Pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. No damage on electronics or motor noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.